Event description:
It was reported the device was not working correctly. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, the device was received in with no apparent physical damage. Error codes or event history log (ehl) are not available for this device. After functional tests were performed, the customer reported issue was confirmed as the device failed the air entrainment nrv on airmix. The root cause is unknown, but a faulty alarm reed was detected. The alarm reed was replaced to correct the issue. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
Additional information was received via email which confirmed that they noticed the issue while they were prepping and testing the vent. There was no patient involved.